Manufacturer narrative:
A review of tickets was performed for reagent lot number 01746be00. The ticket search determined that there is normal complaint activity for the likely cause lot with regards to false non-reactive results. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 01746be00 was tested in a sensitivity setup. The sensitivity panel showed normal performance and no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lot 01746be00. The results were compared to the architect anti-hbc ii results provided by the panel manufacturer. Reagent lot 01746be00 detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance is not adversely affected. A review of the manufacturing documentation did not identify any issues associated with the customer's complaint. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbc ii assay, lot 01746be00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided by the customer. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84.

Event description:
The customer observed a false nonreactive alinity I anti-hbc ii result for 1 patient with a history of being reactive. The following data was provided: initial result = 0.03 s/co (nonreactive), repeat on another analyzer with another collection tube = 7.83 s/co (reactive). No impact to patient management was reported.